Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device was not received by the manufacturer. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form.

Event description:
The clinician reported that 14.5 months after the dental implant and crown/abutment were placed in ada site 19 in the mouth, the implant lost osseointegration in type iii bone. Clinician noted the patient's diseased mucous membrane, traumatic occlusion, pain, mobility and poor bone quality/quantity. The site was grafted. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 14.5 months after the dental implant and crown/abutment were placed in ada site 19 in the mouth, the implant lost osseointegration in type iii bone. Clinician noted the patient's diseased mucous membrane, traumatic occlusion, pain, mobility and poor bone quality/quantity. The site was grafted. There were no reported post-operative complications.